Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that silicone sleeve of the clave port remained in the opened position; subsequently, a leak of a radioactive isotope and blood loss were noted. The male adapter of a 3-way stopcock, with two female adapters, was connected to the removable clave port on the tubing set. The secure lock of the tubing set was connected to the pt's catheter. A syringe containing an unspecified radioactive isotope was connected to one of the two female adapters on the stopcock. A second syringe containing 10ml of normal saline was connected to the other female adapter on the stopcock. The customer contact reported that the isotope was delivered IV push followed by the delivery of the normal saline flush. It was reported that the stopcock was then disconnected from the clave port of the tubing set. After the stopcock was disconnected, it was noted that the silicone sleeve of the clave port remained in the opened position. An unspecified volume of solution leaked. It was reported that the customer contact "pinched off" the tubing. The solution that leaked was cleaned up according to the user facility's protocol. The removable clave port was replaced with a needleless valve port and the procedure was completed. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.